Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in australia it was reported that the patient experienced three cannula were kinked. Patient blood glucose level was 28 mmol/l and was treated by correction bolus via pump. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.